Event description:
Two superficial burns to the tongue during tonsillectomy. It was thought that there might be an issue with the arcing of the tip of the coblator. Hospital has device. Upon conclusion of tonsillectomy and adenoidectomy, md informed staff pt appeared to have small burn like spots on both sides of tongue.